Event description:
Pt had pain and swelling. X-rays revealed narrowing of the lateral. Joint space and the lateral. Plateau component appeared depressed. Intraoperatively fragments of polyethylene were noted throughout the knee and significant wear of the polyethylene component was noted. Device were removed and replaced with total knee components.